Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a rn that leakage occurs with bd insyte¿ autoguard¿ shielded IV catheters during use. As stated, "there seems to be a leak around the catheter where it inserts into the patients vein which is causing leakage, and when it pulls back it is aspirating air." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was conducted with the following results disclosed: lot 8009554; was built and packaged on afa line 5 on 13jan2018 through 16jan2018 and packaged on afa line 10 for the quantity of 244,010ea. DHR review disclosed no indication of the alleged defect or the observed defect as it was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans, including but not limited to; damaged components and catheter leak test passed per specification. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no reject activity findings relevant to the defects associated with the lot number provided for this incident. Observations and testing: although a sample was not returned a photo was provided for evaluation of this incident. The photo revealed the unit consisted of a 22ga catheter/adapter assembly with a miscellaneous connection at the end of the luer. Observed the catheter/adapter was intact and had extreme traces of a red fluid flowing through it. There was a droplet/bubble of red fluid observed at the nose of the adapter where the catheter tubing and adapter are assembled; this was indicative of leakage from either the area above the nose of the adapter or from within the nose of the adapter. The water/air leak test and further observations; could not be conducted as the unit was not provided for this incident. Conclusions: without the actual unit there was no evidence to confirm or support manufacturing process related issues for the alleged defect reported or the defect observed in the photo provided for observations. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported by a rn that leakage occurs with bd insyte¿ autoguard¿ shielded IV catheters during use. As stated, "there seems to be a leak around the catheter where it inserts into the patients vein which is causing leakage, and when it pulls back it is aspirating air." There was no report of exposure, serious injury or medical intervention.